Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced pain at the ipg pocket site. Surgical intervention was undertaken on (B)(6) 2017 and the ipg was placed at a more anterior location in the existing pocket and secured with sutures.

Event description:
Additional information received indicated that the pain at the ipg site was resolved by placing the device at a more anterior location in the existing pocket.